Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that 12.6mm vicm512.6 implantable collamer lens of a -9.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024, the lens was removed and replaced for a longer length lens and the problem was resolved. Cause of the event is other. Reportedly, "needed a longer length" and "the diameter of the lens is off and the lens is 'floating.'"

Manufacturer narrative:
The lens was explanted on (B)(6) 2024 due to diameter is off floating, distored vision, glare and ghosting images. On (B)(6) 2024 the lens was replaced with same model but longer length lens. This resolved the problem. Cause of the event was reported as unknown and details state "needed longer length". Status of the was reported as "20/20".

Manufacturer narrative:
B5 - on the same day in a separate surgery the lens was replaced with a same model but longer length lens. This resolved the problem. Claim #(B)(4).